Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial provisional was noticed to have a crack in it when the device was removed from the surgical site.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the stemmed tibial provisional confirms device post feature has fractured and also show signs of repeated use like gouges and scratches. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. The root cause of the reported event can be attributed to the wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.